Event description:
It was reported that, "during a hip hemiarthroplasty, with a #4.5 accolade broach inserted in the patient's femur, the surgeon used the above calcar planer to plan a small amount of bone above the broach. During planing, a 25% of the antero medical calcar fractured off and the surgeon had to apply a dall miles cable."

Manufacturer narrative:
Review of complaint history, design history file & relevant surgical protocols. Evaluation summary: the results of the investigation indicate that the cause of calcar fracture may be related to initiation of power to the planer after the planer contacted with bone. However, review of the surgical protocol indicated that instructions were not specified as recommended by the dfmea. In an effort to reduce the potential for similar future events and to comply with the dfmea, the relevant surgical protocols in which the calcar planer is used will be updated to instruct the user to apply power to the planer before contacting bone.